Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was end stage rental failure. The caller stated that the customer was not feeling well for several days and was going to dialysis. She fell and sprained her ankle. The customer checked her blood glucose and it was 593 mg/dl. Before getting to the emergency room, the customer had a heart attack. On (B)(6) 2017 evening the insulin pump was disconnected and insulin was administered intravenously. On (B)(6) 2017 heart catheter was placed and the customer went straight to dialysis, had a cat scan which revealed a stroke. At the time of death, the customer's blood glucose was between 120 and 130 mg/dl. The customer was not wearing the insulin pump at the time of death; it was disconnected on (B)(6) 2017. The customer was not using sensors. The caller agreed returning the insulin pump.